Event description:
Boston scientific received information that the device delivered eight inappropriate anti-tachycardia pacing (atp) therapy and five inappropriate shocks for supraventricular tachycardia (svt); subsequently the rate cut off was increased. The field representative noted that following the reprogramming, the device was not storing electrograms (egms) for a few nonsustained ventricular tachycardia (vt) episodes. Boston scientific technical services (ts) was consulted and discussed storage priority of different types of events with the field representative. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.